Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: e1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found that after replacing the plug unit and cable, image was normal. In addition, the following during the device evaluation found insertion tube surface coating was peeling off one square millimeter or more. Based on the results of the investigation, the most probable cause of customer reported allegation was a component failure. And likely cause of insertion tube surface coating peeling off is due to degradation problem. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported upon inspection for use, the screen of the bronchovideoscope became noisy. There was no patient involvement.